Manufacturer narrative:
Analysis identified the catheter body was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the fracture position of the catheter was reported as the spinal side of the catheter a few centimeters distal to the connector. However, the fracture position of the reported catheter returned to medtronic (B)(4) was a few centimeters distal to the anchor. The tip of this catheter has remained in the medullary cavity of the patient.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, lot# n229856008, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who received gabalon (unknown concentration, 220 mcg/day) in an implantable pump for spinocerebellar degeneration (hereditary spastic paraplegia). During a pump replacement on (B)(6) 2017, a catheter fracture was observed via x-ray. The location of the spinal catheter fracture was spinal catheter "a few centimeters distal to the connector." The cause of the catheter fracture was unknown; catheter testing was requested. No symptoms were reported. The outcome was reported as recovered. Additional information was received. The catheter fracture was also reported as a catheter tear and catheter rupture. It was noted the tear was unrelated to the investigational drug, related to the catheter, unrelated to the pump, unrelated to the programmer, and unrelated with the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.